Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. There was no compromised force sensor system alarm noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had an issue with priming the insulin pump. Customer checked the alarm history and the insulin pump had a compromised force sensor system alarm several times. Customer stated that the insulin squirted out. Customer removed the battery and was able to start the pump. The pump has not been dropped or bumped prior to the alarm. Customer stated that the drive support cap is normal. Customer was advised to disconnect from the ........